Manufacturer narrative:
The intraocular lens has not been received for analysis. Lens met all manufacturing specifications prior to release. Surgeon stated the lens was not the cause of this event. The definitive cause of this event could not be determined. All currently available information is included in this report.

Manufacturer narrative:
A visual inspection was performed on the returned lens finding one distorted haptic.all available information is included in this report.

Event description:
The surgeon implanted the intraocular lens(iol) into the patient's capsular bag prior to noting the capsule was torn, the lens went behind the capsule distorting the haptics. He was not able to determine when the tear occurred or the cause but stated it was not related to the lens. The incision was enlarged and the lens removed, no patient injury. He attempted to implant a back-up lens into the sulcus but bent the haptics. Patient was left aphakic and will return in a month for next surgery. Patient is on flomax and has a small pupil. This report is for the second lens. Associated report #2648035-2011-00102